Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, the 29mm sapien 3 valve was prepared and crimped as normal on a commander device and tracked over 0.035¿ confida wire into the 16f esheath.  Resistance was experienced early along the length of the esheath and this resistance increased as the valve was advanced through esheath to roughly the halfway point. The force required to continue to push the valve, caused buckling of the commander delivery catheter.  Concerned about the amount of resistance felt, a decision was made to withdraw the valve back a few centimeters and remove the entire system out of the vessel as one unit.  A new commander delivery system passed with relative ease through to exit the new esheath and onto a successful delivery. The valve was successfully implanted.  The patient was noted to be doing well at the conclusion of the case. Additional information provided the loader was able to be fully into the sheath/sheath housing.  The sheath was not inserted at a steep angle. It is suspected that the liner tore with insertion of the crimped valve. The delivery system was completely unflexed and positioned in the default position prior to removal. The delivery system never made it out of the sheath tip. Photographs of the esheath provided showed a sheath shaft liner tear and a liner strand.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. The returned devices were visually inspected for any abnormalities. A sheath shaft liner torn, approximately 1¿ in length, was observed starting approximately 6.5¿ from the distal tip. The distal 3¿ of shaft was observed to be unexpanded with no distal tip damages observed. A liner strand was observed to be located near the liner tear. Sheath liner stretching was observed near the tear, approximately 0.5¿ in length. A bend was observed on the sheath shaft. Gouges were observed on the flex tip face. Due to the condition of the returned device (liner torn), no functional testing was able to be performed. During dimensional testing, the liner thickness was measured along the length of the tear. Thickness deviating from specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. Due to the nature of the liner tear, measurements of the wall thickness could only be taken on one side of the tear. The thickness of the liner was measured and met the specification. Additionally, the flex tip outer diameter (od) was measured. The delivery system flex tip represents the largest delivery system component that is passed through a sheath and could potentially contribute to high insertion forces through a sheath. The flex tip od was found to be within specification at the measured location. During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification for wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner), circumferential oriented surface defects, protruding/missing material, dents, cuts, cross linking of hdpe (blue) across liner (clear), holes or tears on the strain relief, delamination, witness lines with exposed liner, remnant lines (white lines), seam separation, stress line(s) in the liner, notches on the bottom side of the liner when holding the housing in the left hand, flash and excess material and serrated transition, holes, or rough surface of tears in the tip. Additionally, the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The verification included expander insertion force testing, as well as seam inspection pre- and post-expansion testing. The lot passed expander insertion force testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of lot history revealed two (2) additional complaints related to ¿sheath shaft ¿ resistance with delivery system, bc¿, and no other complaints for ¿sheath shaft ¿ liner torn¿, and ¿sheath shaft ¿ liner strand¿. The complaints were unable to be confirmed, but no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient/procedural factors (access vessel calcification/tortuosity, diameter, or angle of insertion) may have contributed to the complaint events. A review of complaint history from june 2017 to may 2018 revealed additional returned complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath shaft ¿ liner strand¿ for the 16f edwards esheath (all models). No potential manufacturing non-conformances that would have contributed to the complaints were identified. Review of complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the trend categories. The esheath instructions for use, the edwards s3 kit ¿ transfemoral instructions for use (IFU), the device preparation training manual, and the procedural training manual were reviewed for guidance involving esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿, ¿sheath shaft ¿ liner torn¿, and ¿sheath shaft ¿ liner strand¿ were confirmed. Per the training manual ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As noted in the CT report, the patient¿s access vessel had mild tortuosity and calcification. Tortuous patient anatomy can create sub-optimal angles that could result in a difficult pathway for advancement of the delivery system. The sub-optimal angles may also provide opportunities for the valve struts to cause damage to the sheath resulting in liner tears/strands. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. Similarly, factors that can cause damage to the liner include a tortuous and calcified patient anatomy. It is likely that all the events (liner tear/strand and resistance with delivery system) are related in that the resistance during delivery system insertion through the sheath and subsequent retrieval caused the liner tear and strand. Available information suggests that patient/procedural factors (access vessel calcification and/or tortuosity) may have contributed to the reported event. No manufacturing or IFU/training inadequacies were identified. Available information suggests patient/procedural factors may have contributed to the reported events. Review of complaint history revealed that the occurrence rate for their respective trend categories did not exceed the may 2018 control limits. As such, no corrective or preventative actions are required at this time.